Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficult removal due to the clip becoming caught on the clip introducer (ci) appears to be related to the user technique/procedural conditions (the user inserted the clip into the ci too quickly and the clip arm got stuck on the blue sheath of the ci). The reported torn ci was a secondary effect to the difficult removal. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the clip got caught on the clip introducer (ci) and the ci tore. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), when loading the clip into the clip introducer (ci); the user; inserted the clip into the ci too quickly and the clip arm got stuck on the ci (blue sheath). When removing the clip, the ci tore. The device was not used; no patient involvement. A new cds was used. Two clips were implanted reducing mr from to 1. There was no clinically significant delay during the procedure. No additional information was provided.